Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that the customer experienced high blood glucose level. Customer blood glucose value was 600 mg/dl at the time of the incident. Another blood glucose value was 200 mg/dl. Insulin pump was not working. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with scratched case. No cracks noted at casing during visual inspection. Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, and displacement test. Power connector plug in and locked in place properly. (B)(4).